Event description:
The physician used a wilson-cook six shooter saeed multi-band ligator during an egd with esophageal banding of varices. Three bands were deployed successfully. At this time, the handle could not be rotated, prohibiting band deployment. The physician indicated that three bands that deployed successfully were deemed appropriate for completion of the procedure. Therefore, the patient did not undergo9 an additional procedure due to this occurrence. The patient was reported to be in stable condition.